Event description:
The manufacturer service technician reported that the device was missing top of the blade mount during while it was being serviced at the user facility. There were no adverse consequences related to this event.